Event description:
A 5.5mm aggressive barrel bur used for shoulder arthroscopy, surgeon reported bur immediately produced metal shavings inside the shoulder joint capsule when used, bur was immediately removed from shoulder joint and shavings removed via a different arthroscopic shaver. Photographs were taken before all shavings were removed. Bur will be returned to stryker to exam.